Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels as high as 400 mg/dl. The elevated blood glucose levels occur after changing the insulin cartridge. The patient has corrected the elevated levels with insulin injections and via the infusion device. The reporter stated that the device is consuming batteries within five days and the device has displayed e7 (electronic error). No adverse event was reported. The infusion device was requested to be returned for product evaluation.